Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 400 mg/dl. Customer was not using insulin pump within 48 hours of high blood glucose event. Customer also reported that the insulin pump passed the displacement test. Insulin pump will be returned for analysis.